Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's family member was questioning if the implantable pulse generator (ipg) stopped working when the patient passed. Follow up with the clinic noted that the patient died in their bed suddenly after just having said something to the family member and the patient did not experience pain.